Event description:
The customer reported an issue with the pump display's pixels, affecting their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy.